Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a precise date, the exact cause of the event cannot be determined. The case summary indicates that the user was informed that she had a virus with nausea and vomiting which likely contributed to the hyperglycemic event.

Event description:
On 10/23/24 an ilet user's healthcare provider (hcp) reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred "the first week of (B)(6)." The exact event date was not provided. The user experienced a dka event after multiple visits to the emergency room (ER) due to vomiting, which was initially thought to be caused by a stomach virus. On the third visit, it was determined that the user was in dka. The user was admitted to the ER and released shortly thereafter, though the exact discharge details are unclear. The immediate health effects included vomiting and dka. The user received treatment, though specifics are not available. The user has since returned to using the ilet system, having completed a factory reset with a pump trainer.